Manufacturer narrative:
The returned product was evaluated and performed as designed. A small kink was found in the exposed portion of the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. Damage to the needle guard could not be determined due to the component not being returned with the device. The cause of the reported high blood glucose levels and leak from needle guard could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 18 mmol/l (324 mg/dl) and that the cannula was bent. There was wetness and insulin noted at the site. The pod was worn between 36 and 48 hours on the back.